Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 64 cm abdominal aortic aneurysm. It was reported that there was a type ia endoleak on the left proximal side and the graft was down 15mm. It was also reported that the right limb did not have purchased and there was 35mm before the internal iliac take off. The right limb was determined to have migrated and the right stent graft limb was observed to have a distal type I endoleak. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of proximal aortic neck angulation. Per the physician, the cause of the distal type I endoleak and migration of the right limb was due to dilation of the right common iliac artery that was aneurysmal and had a short purchase flare. The physician elected to implant a right iliac stent graft that extended to the right hypogastric artery and the distal type I endoleak was resolved. The physician then elected to implant an aortic cuff. However, the aortic cuff was deployed too low due to being deployed without a parallax correction. The physician elected to deploy an additional aortic cuff proximally but the second aortic cuff was deployed too high. The second aortic cuff completely covered the left renal artery and partially covered the right renal artery. Per the physician, the cause of the second inaccurate delivery was due to user error. The physician was unable to successfully deploy a right renal stent using a brachial approach and so elected to complete the procedure without implanting a right renal stent. No additional clinical sequelae were reported and the patient is fine.